Event description:
It was reported the customer received a compromised force sensor system alarm during a prime. Customer's blood glucose was unknown. Troubleshooting found the customer's drive support cap was protruded. Customer stated they did not drop or bump their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.